Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The explant date is estimated as (B)(6) 2023 based on when this event was reported to abbott.

Event description:
It was reported that on an unknown date, a trifecta valve was implanted. The valve was later explanted in late february to early (B)(6) 2023. Patient status was unknown.

Event description:
It was reported that on an unknown date, a trifecta valve was implanted. The valve was later explanted in late (B)(6) 2023. Patient status was unknown.

Manufacturer narrative:
An event of valve explant was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.